Event description:
A doctor of ophthalmology reported that approximately two and a half years following a glaucoma filtration device implant procedure, the device is touching the iris. The patient experienced postoperative hypotony. The device remains implanted in the patient's eye.

Manufacturer narrative:
Evaluation summary: no sample was returned, the device remains implanted nor data regarding product identity was indicated, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There was no harm caused by this problem to the patient. The shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. Additional information was requested and received. (B)(4).